Manufacturer narrative:
H6: corrected information: device code a26 no longer applicable for the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare provider via the company representative who reported a pump pocket revision. Per the reporter, there were no environmental, external or patient factors that may have led or contributed to the issue, no issues with the pump. The actions and interventions taken to resolve the issue was the pump was relocated to the other side of the body. The patient¿s 40cc pump was beginning to push through the skin from inside the body. The 40cc pump pocket was very tight. The physician decided to swap out with a 20cc pump to the other side of patient¿s body. It was noted that there were no issues with the pump. Per the reporter, the issue that led to the catheter being revised was due to the pump pocket revision where the pump was relocated. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The pump was used to deliver lioresal 2000mcg/ml at 360.2 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n262595002, implanted: (B)(6) 2010 product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the catheter was being revised.